Event description:
Device 3 of 3: reference MFR report: 1627487-2013-07352, 07353. The pt received four leads with two different lot numbers (off-label use). It was reported the pt had soreness over her right eye and a small scab on her temple. The physician noted purulent drainage. The pt reported she had had an allergic reaction to something outdoors and her local physician had provided steroids. The pt reported she also had a staph infection at the ipg site for which the local physician had prescribed antibiotics. The infection at the ipg antibiotics and was to receive follow up from the pain physician.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limits information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.